Event description:
A customer reported to baxter an issue of a damaged minicap transfer set during use. The customer stated that they found some cracks on the twist switch. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for damaged minicap. Baxter received one used set with cap on dark blue connector and no cap on patient connector. During visual inspection chipping and flaking and crack of the light blue main body was found. The cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample lot number is known, therefore a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.